Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) level was 1,031 mg/dl. The customer was not responding to the boluses and was admitted to the hospital. The customer was treated with intravenous insulin and fluids. The cause of the high bg was not known; however, the contact thought that scar tissue may have possibly been blocking the infusion set site. The contact was satisfied with tandem technical support's explanation that all signs point to the pump functioning as intended. Although requested, the customer's discharge date was not provided.